Event description:
It was reported that device entrapment occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. After crossing the lesion with a thruway guidewire, a 4.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon removal of the balloon from the wire, the wire was stuck and peeled off a wire. The procedure was completed. No patient complications were reported and patient's status was fine.